Event description:
During a call for an unrelated alarm on a homechoice device, the home patient indicated to baxter (B)(4) that she had been in the hospital for peritonitis. No additional information is available at this time.

Event description:
On (B)(6) 2010, the patient indicated that in her opinion, the cause of the peritonitis was not related to baxter peritoneal dialysis solutions or devices. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.